Manufacturer narrative:
Complaints related to the reported test strips were evaluated. It was concluded that the number of complaints for the subject test strip lot breached the thresholds set for escalation to further investigation. Lifescan (lfs) therefore conducted performance testing with control solution on retained test strips. The retained test strips passed all testing with no faults found. If lfs obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lfs considers this matter closed.

Event description:
On (B)(6) 2018, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of ¿155 and 105 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.